Event description:
This lead was explanted because it was too short. The physician implanted a longer lead instead. There are no adverse events reported for this pt. The device was retained at the hospital. Should additional information become available this file will be updated.